Manufacturer narrative:
This MDR submitted on 11/05/2015 references (B)(4) complaint number (B)(4). The serial number of the hemochron signature plus instrument used for all pt/inr testing is (B)(4). Actual devices not evaluated. Process evaluation was performed. DHR did not identify any ncrs or other anomalies related to this complaint. No CAPA or ir was identified to this cuvette lot. A trend was identified for the reagent lot in question lot due to 10 complaints from 2 sources.

Event description:
Healthcare professional reported inconsistent patient results with a hemochron signature plus (serial number (B)(4)) and pt/inr microcoagulation system. The patient was receiving warfarin for anticoagulation after sustaining a deep venous thrombosis. The target range was an inr of 2.0 to 3.0. The inr reading with the hemochron signature plus pt/inr system was 9.0, which was higher than expected. The inr was repeated twice with cuvettes from the same reagent lot and the inr readings were 1.6 and 1.0, respectively, both of which were lower than expected. Another fingerstick whole blood sample was obtained and the inr was repeated with another cuvette from the same reagent lot and the inr reading was 2.0, which was an expected result. All testing was performed with the same hemochron signature plus instrument. Normal and abnormal direct-check liquid quality controls passed when run 11 days prior to testing, so instrument malfunction is not expected. The current warfarin dosage (15mg 5 times a week and 10 mg twice a week) was continued. No bleeding, complications, or other medical issues were reported.

Manufacturer narrative:
This MDR follow-up #1 references accriva diagnostics' complaint number (B)(4). This report provides the results of device evaluation number (B)(4), which attempted to reproduce the complaint of inconsistent inr results with reserve samples of the same lot of j201c disposable cuvettes.(B)(4)

Event description:
Follow-up #1.